Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) boot up failure occurred. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed by the laboratory quality technician. The disk-on-chip component of the lan/if board was found to be the suspect cause. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.